Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was an attempted implant due to lead helix was damaged. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR = no report. Correction to field f10. Device codes.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was an attempted implant due to lead helix was damaged.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed a deformed (bent) helix which is an indicative of helix extension or retraction difficulty. Also, a dried body fluid and tissue were noted in the helix housing. Furthermore, a helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that this brady lead was an attempted implant due to lead helix was damaged. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Correction to field f10. Device codes.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was an attempted implant due to lead helix was damaged.